Event description:
Boston scientific received information that the patient was in the health care facility for evaluation of a fractured left ventricular (lv) lead. During this visit, the complete device system was evaluated. Defibrillation threshold (dft) testing revealed four failed attempts to convert the patient in several shock configurations. All four attempts were in the triad configuration. The physician reviewed fluoroscopy and found the proximal coil was in the subclavian junction. Another attempt to induce and convert the patient was attempted in the right ventricular (rv) distal coil to device configuration, however testing could not induce ventricular tachycardia (vt) in any ep testing method. The physician's final conclusion was that the df pins were reversed in the device header. Boston scientific technical services (ts) was consulted and inquired if there were any p-waves present on the shock electrograms to confirm the suspicion of the df pins being reversed in the header. The field representative did note that the qrs complexes were very small. Ts discussed that based on the inability to induce vt when in the rv distal coil to device configuration and the small qrs complexes on the shock electrogram would support the suspicion that the pins are reversed in the header. A revision procedure was performed, during this procedure the lv lead was surgically abandoned and a new lv epicardial lead was successfully implanted. During the procedure, the rv lead df pins were found reversed in the header. The pins were placed in the correct ports and the procedure was completed. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.